Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. One (1) unused product from the lot number provided in the report was returned for evaluation. The sealed product was opened and evaluated. The handle wheel movement functioned as intended. The barrel containing all bands was examined and no defects were noted. The device was attached to an olympus 2.8 channel gif q20 endoscope. All bands fired successfully and independently on simulated varicies. All deployment beads were present and examined using magnification. This examination found the beads to be correctly manufactured. The beads were verified for correct location using bead inspection plate. The length of the trigger cord was measured within specification. The trigger cord was intact and not broken. The surface of the barrel was visually inspected and no defects were found. No defects were noted with this product and is functioned as intended. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from these dates that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the used product said to be involved was not returned for evaluation and the sealed product functioned as intended. A definitive cause for the reported observation could not be determined. Rapid rotation of the ligator handle can contribute to premature band deployment. The instructions for use directs the user to maintain suction and deploy the band by rotating the handle clockwise until band release is felt. During the procedure, endoscopic suction is applied to the banding site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advises the user to maintain suction while deploying the band. If the ligator handle is in the firing position while the endoscope is straightened, this can result in premature band deployment due to tension on the trigger cord. The instructions for use directs the user to place the handle in the two-way position before straightening the endoscope. Another possible contributing factor to premature band deployment includes allowing the trigger cord to become lodged between the barrel and the distal end of the endoscope. This can restrict trigger cord movement and result in premature band deployment if enough tension is applied to pull the cord free. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopy variceal ligation (evl) procedure, the physician used a cook 6 shooter saeed multi-band ligator. The physician prepped device according to instructions for use. After successfully deploying two (2) bands, the remainder of the bands fell off without resistance. The bands were left to pass naturally. A section of the device did not remain inside the patient's body other than the bands. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.